Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identifier required maintenance and the user was unable to sign in. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) stated that the biometric identifier was not working when logging in through the application, however it was functioning properly during diagnostics with no issues observed. The fse informed the technical support specialist (tss) to check for and push any available biometric firmware updates. Tsc was scheduled to follow up with the customer. The biometric functionality was confirmed to be working in the hardware test application diagnostics. The system functioned as intended after the field service engineer verified the device.